Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. Additionally, it could not be conclusively determined if the cannula was dislodged from the insertion site. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Changing your pod chapter 3 / page 49: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that patient's bg (blood glucose) reached 576 mg/dl while wearing the pod between 36 and 48 hours. The patient's cannula came out from the hip/buttocks and reported bent. For treatment, states that they put a pod on and are confident that will resolve the issue. The patient's blood glucose history is as follows: time: 0750, bg(mg/dl): 252mg/dl; 1124, 325mg/dl; 1824, 474mg/dl; -, 576mg/dl; -, high (>500mg/dl); 2100, 536mg/dl.